Event description:
It was reported that the patient has had ongoing urinary tract infections since 2008, when the patient began using supra pubic catheters. The catheter is changed out every 3rd week to cut down on the colonization counts. The patient maintains a closed system except when visiting a physician, and then a leg bag is used. The patient has been on antibiotics for stenotrophomonas, staphylococcus, stuarti proventia, high yeast count and ecoli. The patient has parkinson's disease causing him to have a urogenic bladder whereby he has no control of urine and this is the reason for a permanent catheter. The patient has a history of renal stones and must drink 8-10 cups of fluid daily.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received 1 used foley catheter with a section of the drainage tubing still attached. Visual inspection noted that the distal end of the catheter had been cut off and was not returned with the sample. The reported event was found to be inconclusive with the root cause unknown. Due to only a portion of the sample being received, functional, dimensional and tactile testing could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following "caution: this product contains natural rubber latex which may cause allergic reactions."